Event description:
It was reported that the handpiece was over torqued. The device was in contact with the patient but there was no patient injury. Additional information has been requested and on 26aug2016, the following was provided: the product problem was discovered during the middle of the craniotomy for tumor removal surgery when it became necessary to use the cusa. When putting the handpiece together and all the dots are lined up and suction attached, the hand piece will not pass the test. The handpiece vibration alert alarmed. They reassembled the handpiece three times and changed the tip according to the troubleshooting guidelines for this alert. Each time when all the dots aligned and the suction attached, it would not pass the test mode. When they reassembled and tightened the handpiece so that the dots were slightly off and suction attached, it passed the test mode. They were able to set the suction and amplitude to the desired setting and it primed well but it did not work in the operate mode. The hand piece started to heat up very quickly, suction did not work, and the amplitude bounced all over. They checked the o ring inside the handpiece when reassembling and it was properly seated. The console appeared to be functioning fine. Suction and irrigation worked. The integra cusa torqued base unit used when assembling and disassembling the handpiece. Patient age and gender was not provided. There was no patient harm or injury reported. A replacement device was available and used however there was a delay in surgery of approximately 1 to 2 hours. They continued the tumor removal until the handpiece from the other facility arrived. There was no patient adverse consequence as a result of the delay according to the customer's knowledge.

Manufacturer narrative:
Integra completed its internal investigation 09/30/2016. The investigation included: method: device history review. Trend analysis. Evaluation of product. Results: device history record reviewed for cusa excel handpiece c2602 serial number (B)(4). No non-conformance reports were raised during the manufacturing process for this cable. A minimum of 12-month review of cusa excel handpieces c2602 was completed in using the following key words ¿alignment issue¿ and ¿loose/damaged par¿ and a root cause ¿over-torqued by the user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review from 10-aug-2015 to 27-sep-2016. This is the eighth complaint for the reported failure with the root cause identified as over-torqued by the user. (B)(4). Reported failure was confirmed; during investigation it was observed that the handpiece housing and transducer were damaged due to handpiece being over-torqued. As part of the repair, handpiece housing, transducer (f16103ie) and o-rings were replaced. The handpiece was calibrated and functionally tested within manufacturer¿s specification prior to being returned to the customer. Conclusion: customer complaint was confirmed. Root cause determined the handpiece failure was due to handpiece being over-torqued. This fault / damage is consistent with none or incorrect utilization of the 'torque base'. A corrective action has been opened to investigate and correct failures encountered with customer complaints associated with over-torquing.